Manufacturer narrative:
Due to character restrictions in block e1 full event site name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that before use, cs300 intra aortic balloon pump (iabp) screen did not turn on properly. There was no patient involved.

Manufacturer narrative:
It was reported that prior to use, the device the cs300 intra-aortic balloon pump (iabp) screen does not turn on properly. There was no patient involved. A getinge field service engineer (fse) evaluated the unit and found no fault was observed, no error message appeared. Monitored that connections are adjusted and the correct operation of the equipment is checked.